Manufacturer narrative:
A partial lead was returned in two portions for analysis. Visual inspection of the lead found a full breach insulation degradation exposing the outer coil on the cut end of the connector portion (a). Surface cracking was noted in this region. The cause of the reported event was isolated to the exposure of the coil at the degradation zone. Electrical testing did not find any indication of conductor fractures or internal shorts. All other damages noted are consistent with procedural damage

Event description:
Related manufacturer reference number: 2017865-2025-12548. It was reported that right ventricular (rv) lead exhibited noise that showed inhibition of pacing. During procedure it was found that both rv and ra leads showed signs of insulation damage. There was no indication prior to explant of damage to ra lead, this was an incidental finding. Both leads were extracted and replaced. The patient is in stable condition.